Event description:
During initial assessment of a returned homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to a ground bond failed performance to meet specification.

Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow up emdr.

Manufacturer narrative:
(B)(4). Evaluation summary: the assignable cause of rite electrical test failed for ground bond resistance was determined to be loose door post screw. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. A service history review revealed no previous service events were related to the reported condition.